Event description:
The patient presented in the hospital with chest pain. Perforation through the apex was observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.